Event description:
It was reported that the device was exhibiting inappropriate power-down events, that with two fully charged batteries installed, device shuts off when battery #2 is removed. There was no patient involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that if the device was being powered by battery #2 until the battery was nearly charge depleted and should have automatically switched to battery #1, it would not switch over and the device would lose power and shut down. This did not occur when switching from battery #1 to battery #2. Physio replaced the device's power pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly but could not determine root cause for the reported event.